Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was cracked on the side and there was a gap near the drive support cap. Customer was unaware of how the damage occurred. Blood glucose level was 78 mg/dl at the time of the call. No further information was provided.